Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) twice for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, this ICD also delivered one inappropriate shock which converted the af but put the patient into ventricular fibrillation (vf). The second shock converted the rhythm back to normal. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes (3) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) twice for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, this ICD also delivered one inappropriate shock which converted the af but put the patient into ventricular fibrillation (vf). The second shock converted the rhythm back to normal. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) twice for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, this ICD also delivered one inappropriate shock which converted the af but put the patient into ventricular fibrillation (vf). The second shock converted the rhythm back to normal. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report is being submitted to correct the device codes (3) (h6) in section h. Device manufacturers only.